Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿anxiety ¿ product/procedure: unable to observe as it is not related to the device. ¿rupture: broken device observed assessed as fold flaw opening. Missing shell assessed as inconclusive. No other observations observed. No further actions are required as no manufacturing issues are observed. A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Patient reported a right side rupture and exchange due to concern with the product. Device has been explanted and replaced.

Event description:
Device has been explanted.

Event description:
Patient reported a right side rupture and exchange due to concern with the product. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported a right side rupture and exchange due to concern with the product. Device remains implanted.